Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer received a low battery alert on the insulin pump but that the device shut off one minute later as opposed to eight hours later. The patient's blood glucose at the time of incident is unknown. Troubleshooting did not occur for the blank display anomaly. However, the insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specification and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected low battery, replace battery now or pump error 84 alarms noted during testing. The loaded vaa and unloaded vaa voltages at the power management graph tool is within specification. The insulin pump had minor scratched lcd window and case.